Event description:
It was reported that the customer's insulin pump alarmed during the manual prime. The customer's blood glucose reading was 74mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.